Event description:
Customer reports pt scheduled for "vp" shunt. Incisions made and tunneling accomplished. Upon testing the shunt prior to placing in pt; surgeon found that it leaked. He continued to test each of the 12 shunts-4 were programmable and 8 were not. Arrangements were made to obtain another brand of shunt from a local hosp, but due to time it would take to obtain, it was decided to abort the case. Case was rescheduled for 07/19/2000. Note: codman sales rep was present during procedure and reports surgeon used manometer to test the valves. Hosp staff agreed that testing was not done properly. 11 units returned to codman.